Event description:
Patient reported in a back to back testing session, their surestep meter read blood glucose levels of 249 mg/dl and 189 mg/dl consecutively (27% difference). Tests were done within 10 minutes of each other using separate finger sticks. No symptoms were reported. Pt stated that meter has never been cleaned. Lfs rep reviewed qc procedures, meter settings and meter/lab comparisons. No allegations of harm have been made.